Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:visual inspection of the pump showed some cosmetic defects including a worn ¿ok¿ button symbol but no peeling or damaged to the keypad cover was observed. On investigation, all the keypad buttons were responding intermittently. Upon removal of the keypad cover, contamination was found under all the keypad button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, it was reported that the up arrow keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.